Manufacturer narrative:
Concomitant medical products: 995ms21 tissue valve, implanted: (B)(6) 2016; 638bl28 heart band, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased fatigue. The implantable pulse generator (ipg) was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.